Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery park. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient's niece called in to zoll lifecor customer support to report that the battery that was just on the charger would not power on the monitor. Support issued the patient a replacement battery pack.